Event description:
It was reported a percutaneous coronary intervention where a rotablator was used and a stent was placed was performed. A 7f medikit introducer sheath was used for the procedure. A pre-deployment femoral angiogram was reviewed and an 8f angio-seal sts plus was deployed. Hemostasis was achieved. The patient was kept on bedrest. Three hours later, the patient's blood pressure dropped to 90. Ten minutes later, the patient went into shock. The patient received 6 units of blood. A CT scan confirmed a retroperitoneal hematoma of 6 centimeters in size. The device was disposed of at the hospital. St jude medical product surveillance was made aware of the event 2008.

Manufacturer narrative:
No product was received for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause of the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU also instruct the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The IFU precaution that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.